Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Rep reported that an insert swap was performed. A 5 x 13 cs insert was exchanged for a 5 x 16 cs insert.

Manufacturer narrative:
This event reports a revision of an unknown knee insert.

Manufacturer narrative:
It was noted that the device was not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Rep reported that an insert swap was performed. A 5x13 cs insert was exchanged for a 5x16 cs insert.